Event description:
The jaws of the ligasure locked. The physician had to fire the instrument until the tissue was cauterized on both sides sufficient enough to remove the instrument without damaging the tissue.